Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the volume discrepancy that happened at the previous refill was (B)(6) 2019. The erv (expected reservoir volume) was 3.8ml and the arv (actual reservoir volume) obtained was 13ml. The cause of the volume discrepancies was unknown. The actions and interventions taken to resolve the volume discrepancies was the old drug was taken out (13ml) and new drug put in, only 20ml put into 40ml pump. Per the healthcare provider the status of the device was the pump was working. The healthcare provider removed the drug at the (B)(6) 2019 appointment and it matched the erv (expected reservoir volume) per the tablet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 0. 7504mg/day via an implantable pump. The indication for use was malignant pain. On (B)(6) 2019 a volume discrepancy was reported. The actual reservoir volume (arv) was 13ml and the expected reservoir volume (erv) was 3.4ml. Per the reporter there was a volume discrepancy at the previous refill, but she didn¿t have the specific volumes. Diagnostic testing was being done today. No patient symptoms and no further complications were reported or anticipated.